Event description:
Port implanted in 2007 due to need for chemotherapy for rectal cancer. Chest x-ray performed on approx nine months later, revealed the catheter portion of the chest port to be fractured at the region of the thoracic inlet. The distal fracture fragment may be as much as 8cm in length. On the next day, the 8cm length of catheter fragment was removed from the right atrium. Event was reported to the MFR and catheter fragment returned to MFR. Fractured catheter segment from port. Dates of use: 2007. Diagnosis or reason: colon cancer, chemotherapy.